Event description:
Per the field complaint report: doctor told me he was using cleaner 15 on dvt in the ivc with an ivc filter in place. He said he was being very aggressive operating the device in the ivc, also within the filter and above the filter. He said pt was very old. He said the pt dies on the table. He said cleaner operated perfectly and that cleaner was not at fault and that this just happens sometimes. He said he still uses cleaner.

Manufacturer narrative:
Complaint follow up: no complaint sample returned for evaluation; no case images, videos, etc. Were provided for review. Complaint sample evaluation: complaint sample was not returned to rex for review. Retain device evaluation: no device retain evaluation performed as no lot number was provided. Root cause: a definitive root cause for this reported product failure was due to an off label usage of the device. Conclusion: the device used for this case was not returned for investigation. A review of the device history record was not able to be performed because the lot number for the complaint in question was not provided. A review of the trend analysis found no previous complaints for a pt death where a cleaner15 device was used in the cause. A definitive root cause of this product complaint was found to be an off label usage of the device by the physician. The use of a cleaner15 device in the manner that was reported (dvt) is considered an off label usage because the device is not indicated for use in dvt or within an ivc which also contained a previously implanted ivc filter. Therefore, this complaint is considered an isolated incident.